Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in process of being returned back to zimmer biomet. Once the product is received and the investigation is complete, a follow-up/final report will be submitted.

Event description:
It was reported that the device had incomplete mesh. The event occurred during the meshing of previously recovered cadaveric donor skin there was no harm to the patient or operator and there was no surgical delay. There was no patient consequences reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow up report is being submitted for additional information. On (B)(6) 2018, it was reported that the device produced an incomplete mesh. The customer returned a skin graft mesher device, (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, (B)(4), and a 2:1 ratio cutter, (B)(4) for evaluation. The device history record (DHR) and previous repair report of skin graft mesher device, (B)(4), reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) and previous repair report skin graft mesher device 1.5:1 ratio cutter, (B)(4), reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) of skin graft mesher device, 2:1 ratio cutter, (B)(4), reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, (B)(4), as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device produced an incomplete mesh and the device was evaluated with no components replaced. This is not a related issue. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 2:1 ratio cutter, (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on (B)(6) 2018 revealed that the calibration was out of specifications but still produced a passing sample mesh with our test cutter. The 1.5:1 ratio cutter, (B)(4) produced an incomplete cut and was deemed non-repairable, also failed 3/18 and 4/18. The 2:1 ratio cutter, (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included recalibrating the device and lubricating the assembly. Skin graft mesher, (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was noted that the 1.5:1 ratio cutter, (B)(4) produced an incomplete cut and was deemed non-repairable. The cause of the reported event was due to damaged 1.5:1 cutter. During product review it was noted that the 1.5:1 ratio cutter, (B)(4) produced an incomplete cut and was deemed non-repairable, also failed 3/18 and 4/18 , it is unknown how the damaged occurred to the cutter. Therefore a root cause cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.